Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult inspiratory heated breathing circuit cannot be connected to a heater wire adaptor because "the distance between the two pins in the socket are too near". The reported fault was discovered prior to pt use.

Manufacturer narrative:
(B)(4). The rt212 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device completion of our investigation.